Event description:
The customer reported that they received questionable results for two patient samples tested for ion selective electrode (ise) sodium, potassium and chloride. Of the two samples, one had erroneous sodium and chloride results that were released outside of the laboratory. The sample initially resulted as 117 mmol/l for sodium and 131.1 mmol/l for chloride. These values were reported outside of the laboratory where they were questioned by a doctor. The sample was then repeated on a different c501 analyzer and the results were 138 mmol/l and 140 mmol/l for sodium and 102.8 mmol/l for chloride. The repeat results were believed to be correct and corrected reports were issued. The patient was not adversely affected. The ise sodium and chloride electrode lot numbers and expiration dates were asked for, but not provided by the customer. The customer declined a service visit. The customer did state that the ise tests were re-calibrated and this was believed to resolve the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined.